Event description:
Boston scientific received information that this patient was going to undergo a lead revision. The specific lead being revised and the reason for the revision procedure were not provided, and are unknown at this time.

Event description:
--

Manufacturer narrative:
Additional information indicates that this event involved an OEM manufactured right atrial (ra) lead that had dislodged. The lead was successfully repositioned. No patient name or lead model/serial information was provided. Several attempts were made to gather additional information about this event; however, no additional information is available at this time. This event will be updated if any additional information is received.

Manufacturer narrative:
No adverse patient effects were reported in this event. An attempt has been made to gather additional information about this event. This event will be updated if any additional information is received.